Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. Despite good faith attempts the user¿s cleaning, disinfection and sterilization (cds) processes were not shared. The reported event was not confirmed as the scope was not microbiologically tested. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Reprocessing method is described in the following sections of the instruction manual: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer clarified that the device did not have a result of contaminated, but the device was under quarantine because it was suspected to be contaminated.

Manufacturer narrative:
As of today, the suspect device has not yet been returned to olympus for evaluation. Prior to the device evaluation, the device will be sent out for additional microbiological testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the ultrasound gastrovideoscope had tested positive and the device was quarantined. The issue was found during a routine culture of the scope. There was no patient harm reported.